Manufacturer narrative:
The product is not available for evaluation; it was discarded. The exact lot number was not reported; however, two possible lot numbers were provided of the shelf stock at the time. A review of the manufacturing records indicated that the product met specifications upon release. Without return of the product, the complaint could not be confirmed. It is possible that some clinical factors may have contributed to the balloon burst; however, with such limited clinical information, this could not be confirmed with any certainty. No actions will be taken at this time. Lot number 59108447; expiration date: 12/01/2013; approximate age of device: 4 months; manufacturing date: 09/29/2011. Lot number 59108451; expiration date: 12/01/2013; approximate age of device: 4 months; 4f manufacturing date: 9/28/2011.

Event description:
As reported, during a recovery axillo-femoral artery bypass, it was necessary to use a fogarty. At the time of removing the fogarty catheter with the balloon inflated, the balloon burst and a tiny portion remained in the vessel. No adverse effects to the patient were reported. Several attempts have been made to the hospital to retrieve additional information.